Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen for an orthodontic consult and provided a letter of recommendation. In the letter it is stated that after a complete consultation by an orthodontist the patient's orthodontic treatment goals could not be achieved with the byte aligner treatment. The patient has mild maxillary anterior crowding, moderate lower anterior crowding, left side class I occlusion and right side class iii occlusion with lower midline discrepancy of 2-3mm to the left. The patient also has mild gingival recession of the lower right mandibular lateral incisor. The patient will require full comprehensive orthodontic treatment to achieve proper ortodontic goals, this would include monitoring gingival recession of lower incisor. Patient will also require interproximal reduction in order to achieve proper alignment of lower incisors without causeing further recession or cause the patient to go into reverse overjet. Patient will also require class iii elastics on the right side to correct the sagittal discrepancy. All of this proper treatment cannot be completed through at home aligner services. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.